Manufacturer narrative:
The device was received for evaluation contaminated with blood. The set was disinfected. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional leak testing, and a leak was noted due to a crack in the welding seam. The reported condition was verified. During production, a 100% control is performed for the tightness of the welding seam. In this leak test, the measured values were within the specification. Also, the review of the welding parameters show that they are within the specification. This is an indication that the failure occurred after the sterilization process. According to the event description, the reported failure was detected approximately 3 hours and 50 minutes after the start of the treatment. Based on these facts, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the header on the venous side of a polyflux 170h approximately three hours 50 minutes after starting hemodialysis therapy. No issues noted during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted